Event description:
Blood baked into the pump. On 4/28/98, the following was reported to datascope: the iabp alarmed "check iab catheter". No blood was detected in the tubing or the catheter. The dr was notified and he was unable to remove the iab from the pt. A cutdown was performed at the pt's bedside. The pt was taken to the or. On 2/12/98 for femoral bypass to remove the entrapped iab. It was reported that the pt expired on 2/14/98. [Event complications]: unk-reported 2/20/98; iab entrapped-rpt'd 4/28/98. [Pt's current status]: expired-rpt'd 4/28/98.

Manufacturer narrative:
Eval: the iab was rec'd for eval in 2 pieces. The first piece consisted of the balloon membrane and approx 5.25" of attached catheter tubing. The second piece consisted of the remaining portion of the iab. The inner lumen within the membrane and catheter tubing was noted to be severely kinked and elongated. The membrane at the proximal taper was observed to be stretched. Kinks were noted in the sheath tubing, the catheter tubing, and in the inner lumen. Smooth-edged tears, slices, and punctures were noted in the balloon membrane. Underwater leak testing of the membrane revealed numerous leaks but it was not possible to satisfactorily leak test the inner lumen and membrane due to the condition of the returned iab. It was not possible to locate the primary penetration which allowed blood to enter the device. (This follow-up MDR was mailed to FDA on 5/04/98).